Event description:
(B)(4). Change in periods, long periods lasting up to 2 and a half weeks, cramping on and off through the month, hair loss, joint pain in left hip, trouble healing from illness and wounds, this all resulted in a hysterectomy to get essure out. Hysterectomy was done (B)(6) 2014.